Event description:
The customer stated that upon receipt of their heartstart mrx following service, the pacing option was missing. There is no indication of patient impact.

Manufacturer narrative:
(B)(4).